Event description:
On (B)(6) 2018 the customer received the following results, with two different aviva meters, within 10 minutes: 395 mg/dl (system 1) and 176 mg/dl (system 2). The customer called back on (B)(6) 2018 and received the following results on (B)(6) 2018, with two different aviva meters, within 10 minutes: 299 mg/dl (system 1) and 99 mg/dl (system 2). No adverse event reported. The same test strip vial was used for both meters and results. Return of the suspect device was requested for evaluation.